Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was placed in a lateral branch of the coronary sinus. After the guide catheter was slit, the lead remained in position for another minute before dislodging. The physician then attempted to place the lead two additional times, with similar results. Subsequently, the lead was not used and another lead was implanted. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.